Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the camera head exhibited image issue and a leak in the ring. The issue was found during reprocessing. It was reported that the diagnostic procedure was successful. There was no report of patient harm or user injury associated with this event.

Event description:
It was reported that the camera head exhibited image issue and a leak in the ring. The issue was found during reprocessing. It was reported that the diagnostic procedure was successful. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise in the image due to the insecure and deformed cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.